Event description:
It was reported that there were signs of fluid intrusion due to cover damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.